Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: pinnacle liner disengaged from pinnacle sector cup patient is 9 years post primary hip surgery. Primary surgery of pinnacle sector cup sz 54mm, pinnacle neutral liner 54/32, 2 x cancellous bone screws 6.5 x 30mm and 6.5 x 40mm, hole eliminator, summit hip high offset sz 4 and an articuleze 32 +1mm metal head. Presented to e.r. At weekend with pain in left hip and described hearing a crack in her hip as she was helping to lift her husband up from the toilet. (She is her husband¿s carer). She has been seen on routine hospital follow ups by the hospital over the past 9 years and had a routine check x-ray last (B)(6) (2018) which was normal. X-ray was carried out and showed what looked like a liner disengagement from the cup. Cup positioning good and stem positioning good and intact. No fracture present. Decision made to revise liner. Upon opening the hip joint it was evident that there was some minimal metallosis and some trunnion damage to the stem. The liner had tilted out of the cup and 4 of the locking tabs on the liner had sheared off. There were 2 remaining. On examination of the cup there was some scratching evident to the inner surface diameter where the metal head had been articulating with it. The metal femoral head also had obvious scratches. Decision was made to remove the cup completely along with the screws and replace with a new cup and liner. Screws were removed and the x- plant instruments were used to remove the cup. The cup showed excellent osseointegration. .